Manufacturer narrative:
On 06/12/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 06/12/18, it was reported to mentor that the date problem observed was 04/25/18. The patient had undergone removal and replacement with saline mentor smooth round moderate profile 275cc breast implant on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/18/18, it was reported to mentor that the patient had a history of mammary hypoplasia. The patient tolerated the procedure well. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/25/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Pe discovered a rent measuring approximately 0.5 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/25/18, it was reported to mentor that manufacturer¿s reference number: (B)(4).was reported incorrectly in the supplemental report. The actual manufacturing number is (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast reconstruction revision with a saline mentor smooth round moderate profile 275cc and experienced deflation on the left breast implant. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On 06/22/18, it was reported to mentor that the problem was observed visually. No trauma observed. Reoperation was not required. The patient had experienced left side accompanying symptoms: post op hematoma- left side- 06/11/2016. The patient was not hospitalized. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/23/18, it was reported to mentor that the device history record (DHR) for the lot number 7322473 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).